Event description:
Based on stress test results, pt needs heart cath. Patient taking aspirin, betablocker and statin. Catheter done with 70% blockage of aec-80% of om. Treatment plan is to put a stent in 2nd om and 1 stent in mid circ. Successful with no complications and excellent results. Meds given during procedure were nse100ml/hr - 2mg versed - 2% lidocaine (numbgroin) angiomax 15ml bolus- angiomax - 35ml hr - ic nitro total 400mc.-plavix 600mg - fentanyl - 25 meg - 30ml maalox - .400mg nitrol sl. Pt returned to room where he coded. Patient taken emergently back to cath lab, and found 100% mid lox between the 2 stents, and also complete occlusion of the distal stent. In addition, there was some clot in the om2 branch that had not undergone intervention in prior procedure. Balloon, stented this site good results, but om2 and distal lcx both closed off. Ptca to om2 and ptca and stent to lcx. Good flow was noted post cath. Anoxic brain injury appears to have incurred during code blue.

Event description:
Based on stress test results pt needs heart cath. Patient taking aspirin, betablocker and statin. Catheter done with 70% blockage of aec-80% of om. Treatment plan is to put a stent in 2nd om and 1 stent in mid circ. Successful with no complications and excellent results. Meds given during procedure were nse100ml/hr - 2mg versed - 2% lidocaine (numbgroin) angiomax 15ml bolus- angiomax - 35ml hr - ic nitro total 400mc.-plavix 600mg - fentanyl - 25 meg - 30ml maalox - .400mg nitrol sl. Pt returned to room where he coded. Patient taken emergently back to cath lob and found 100% mid lox between the 2 stents and also complete occlusion of the distal stent. In addition, there was some clot in the om2 branch that had not undergone intervention in prior procedure. Balloon, stented this site good results, but om2 and distal lcx both closed off. Ptca to om2 and ptca and stent to lcx. Good flow was noted post cath. Anoxic brain injury appears to have incurred during code blue.